Event description:
The iab leaked. That was the only info from the contact at the time of the initial report. Event complications: unknown-reported 10/18/96. Pt's current status: unk rpt'd 10/18/96.

Manufacturer narrative:
(This MDR was mailed to the FDA on 7/8/97). Device label code for f10. Position 1: 1738. Underwater leak testing disclosed a leak in the balloon membrane. Probalbe cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.